Event description:
It was reported that the procedure was treating a lesion in the right coronary artery. The 3.0x12mm nc trek balloon dilatation catheter was advanced in the guiding catheter; however, met resistance and the shaft separated in the guiding catheter. A snare device was used to secure the separated portion from exiting the guiding catheter. Both portions of the device were removed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficult to position with the guiding catheter could not be tested/confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.